Manufacturer narrative:
Covidien product monitoring contacted customer who reports a crash switch at the end of the table failed, causing the system to think it was hitting an object. This switch was replaced by the inhouse biomed and system is now functioning normally. A review of cts shows no similar issues reported on this unit.

Event description:
On (B)(6): customer reports male patient under general anesthesia having a cysto procedure when the table failed with head tilted down. Staff moved the patient from the table into another room for completion of the procedure without further incident. No reported injury.